Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 281 mg/dl due to the customer recently eating, which was addressed with a bolus delivery via the pump. Reportedly, the customer had manual insulin injections available as alternate insulin therapy. The customer declined any further troubleshooting.

Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified for the alarm 19. Unable to confirm the reported issue (high bg).